Manufacturer narrative:
It was reported that a 70-year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a webster¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 2/26/2019.the device was visually inspected and it was found in good conditions. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 2/4/2019, a manufacturing record evaluation was performed for the finished device 30086654m number, and no non-conformances related to the reported complaint condition were identified. Concomitant products: thermocool® smart touch¿ bi-directional navigation catheter (d132705/ 30086654m). Cook transseptal needle (model# unknown, lot# unknown). Carto 3 system (model# unknown, serial # unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a webster¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, while the patient was in recovery, blood pressure dropped. Cardiac tamponade was confirmed by echocardiogram. The patient was moved back to the lab. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. After pericardial puncture, the patient was reported to be in stable condition and was transferred to intensive care unit (ICU) for observation purposes. Patient¿s outcome was recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and caused by the webster¿ electrophysiology catheter. Physician suspects that the webster¿ electrophysiology catheter perforated the right ventricle (rv) wall and tamponade occurred after the catheter was removed from the body. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with a cook transseptal needle. The generator was in power control mode. The catheter irrigation was set at 17-30 ml/min. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 did not indicate to re-zero the catheter.